Event description:
A 5mm endocatch bag was inserted through a laparoscopic port and upon release of the bag the mechanism failed and the mechanical parts of the bag fell into the patient abdomen. 2 metal prongs and 2 pieces of plastic were recovered. Endo catch bag ref. Number: cd003, lot number: 1477225.